Manufacturer narrative:
Results and conclusions: (stent deformation). (Target lesion exhibited 85% stenosis with severe calcification). (Stent). (B)(4).

Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lcx the lesion was 85% stenosed with severe calcification. The device was inspected prior to use with no issues noted. The device was unable to cross the lesion due to severe calcification. Another device was used to complete the procedure. There was no patient injury reported. Device evaluation: the hypotube was kinked distal to the strain relief. The distal tip was frayed. The stent was displaced distally leaving a gap between the proximal marker band and first proximal segment, the distal marker band was covered by some distal segments. The stent segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).